Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The basic evaluation began (B)(6) 2024. It was reported that the patient was having difficulty connecting between the controller and ens. Unable to communicate/connect to controller. The patient accidently cut her lead thinking it was a string from the tape and now her symptom have returned. The patient is experiencing a communion error, so support link is unable to switch leads. The patient was advised to contact her clinician's office for further assistance.

Manufacturer narrative:
Continuation of d10: product ID 306001, lot# unknown, implanted: explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.